Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the clinic¿s facility administrator (fa). The fa stated a blood leak alarm went off thirty-seven minutes into the patient¿s treatment. The alarm was reset, and the machine immediately alarmed again with another blood leak alert. At this point, the blood was reported to be visible in the dialysate compartment of the device, and in the drain line. The blood leak was reportedly internal. The treatment was immediately stopped, and the lines were clamped. The patient was dialyzing on a fresenius 2008t machine and utilizing fresenius bloodlines. Though the blood leak was obvious, blood test strips were still used to verify the presence of blood in the dialysate; the blood test strips tested positive. There was no reported damage found on the dialyzer. The patient¿s blood was not returned; their estimated blood loss (ebl) was approximately 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.